Event description:
It was reported that the patient tore their right rotator cuff and surgeon removed patient's stryker solar shoulder and replaced with biomet reverse shoulder. There was no issue with the stryker implants that were removed, it was dr's choice to remove and replace with biomet stem and head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown humeral stem. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient tore their right rotator cuff and surgeon removed patient's stryker solar shoulder and replaced with biomet reverse shoulder. There was no issue with the stryker implants that were removed, it was dr's choice to remove and replace with biomet stem and head.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.